Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the unites states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in sweden as follows: it was reported that a saw blade broke during use in a surgical procedure on (B)(6) 2015. No patient harm or surgical delay was noted. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the piezo saw was received with a broken tip. The piezo saw (part 03.000.424s / lot 0857649) has been sent to the manufacturing site for investigation. The cutting tip is broken off and bent. This indicates a strong leverage force causing the abnormal bending and breakage. Evidence suggests that the tip has been used as a lever during procedure. Per instructions for use, the cutting saw tips should never be used as a lever. The user is advised to use only the appropriate elevator to lift the bone graft. Device history review: manufacturing date: april 28, 2015 and february 5, 2015. Manufacturing location: device received and released for distribution in (B)(4), manufactured by subcontractor (B)(4). Device (part 03.000.424s / lot 0857649) is a batch number controlled product; therefore, no service history record review is possible. Non-conformance reports (ncr) and/or other relevant quality notifications were referenced in the device history record. An ncr was issued due to the incorrect batch number printed on the device labeling. Sterility, initial bioburden, sterilization process review are out of scope for this DHR review. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.